Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, during a tka surgery, three (3) journey ii cr locking femoral impactor bumper left broke upon impaction. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.